Event description:
Per biosense webster: "it was reported that at the end of the avnrt procedure, the pt complained of shortness of breath on inspiration. Flouro of the heart board showed the boarder not moving. A pericardiocentesis was performed removing 280cc of fluid. The pt stabilized and was sent to ICU with a cardiac tamponade with effusion. The following bwi devices were in use: carto 3 ((B)(4)), stockert ((B)(4)), catheter (catalog: d7el252rt lot 15770541m) and two catheter (catalog: d7el252rt lot 15770541m) and two catheters (catalog: d6d12252rt lot 15944210m and lot 15938184m). There were also two bard catheters in use. One was reprocessed.

Manufacturer narrative:
A manufacturing review could not be conducted as the investigation lot number is unk. The complaint investigation is inconclusive as no sample was returned. Three attempts to gain additional info from the customer have been made. No info has been provided to date.